Manufacturer narrative:
(B)(6) 2018 - philip's service engineer (se) evaluated the device and confirmed the alleged issue. The customer was provided with a quote for repair. No parts were returned for evaluation, therefore, a cause could not be established.

Event description:
It was reported that the ventilator touchscreen was unresponsive. There was no patient involvement. The event date was not specified; estimate used.